Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4951-35, (B)(6) 1992. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to no alleged product issue. The lead was analyzed and tested out of specification. Follow-up to the representative indicated no new information. No patient complications have been reported as a result of this event.